Event description:
It was reported that the patient¿s implantable neurostimulator (ins) system was removed approximately 2 and half years ago because ¿it did not work right¿. Specifically, the patient stated that the leads kept coming off stimulator device and caused too many cuts in their back and was ¿not worth it¿. They verified that there was nothing else wrong with the device aside from this issue. The indication for use of the device was noted as failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0101885v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot# j0019959v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot# j0019959v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(4) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).